Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was getting varied readings between her blood and senor glucose. Her blood glucose was unknown at the time of reporting. She was advised on best calibration practices to get more accurate readings. No equipment was returned. No additional information was reported.